Manufacturer narrative:
(B)(4). Estimated age. Patient age reported as between (B)(6) old. During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The three other perclose proglide devices are being filed under separate medwatch MFR numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported difficult device removal due to foot retraction issue was confirmed. Multiple cycling of the foot or twisting of the device to attempt removing the device from the anatomy could have caused the posterior foot to break as observed. Based on a visual, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. There is no indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral interventional procedure. Reportedly, the device could not be withdrawn. The lever was moved up and down several times but the foot would not close. The device was 'worked out' of the artery with one foot open. A foot break was observed after the device was removed. The broken foot remained in the artery. No attempt was made to retrieve the foot. Fluoroscopy was performed and no filling defects were noted. A 9f sheath was placed, but bleeding was present around the sheath. Two proglide devices were deployed but hemostasis was not achieved. One additional proglide device was deployed and hemostasis was achieved. Manual arterial compression was applied as a precaution. There was a 45 minute delay in the procedure. The physicians are reportedly trained in the use of the proglide device. No additional information was provided.